Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a 32mm amplatzer septal occluder was selected for an implanted. During the procedure, the device deployed in a cobra head appearance, doctor did not release device from delivery cable, reloaded device in the body and removed. It is unknown if a new device was implanted. The patient is stable.

Manufacturer narrative:
An event of device deformity during deployment was reported. It is unknown if a new device was implanted. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.